Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery conduit segment (rca). A 15mmx3.50mm coronary cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon second inflation at 12 atm for 20 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There was no patient complications and the patient was in good condition after the procedure.